Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The device was interrogated and the following codes were identified: 0x12, 0x0, 0x0. This crt-p was later explanted/replaced, and is expected for device return. No additional adverse patient effects were reported. Additional information received reported that this crt-p was explanted and replaced due to suspicion of early battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, determined it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The device was interrogated and the following codes were identified: 0x12, 0x0, 0x0. This crt-p was later explanted/replaced, and is expected for device return. No additional adverse patient effects were reported. Additional information received reported that this crt-p was explanted and replaced due to suspicion of early battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The device was interrogated and the following codes were identified: 0x12, 0x0, 0x0. This crt-p was later explanted/replaced, and is expected for device return. No additional adverse patient effects were reported.